Manufacturer narrative:
(B)(4). Visual inspection of returned tasp shim identified that one ball bearing and associated spring were found missing. The ball bearing and spring were not returned for review. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Scuff marks and discoloration were identified on the distal surface and also scuff marks on the proximal surface. Dimensions were found conforming to print specifications where measured. This device is used for treatment. It was reported that the device underwent sonic cleaning, but the details of the process are unknown. A product history search revealed no additional complaints against the related part and lot combination. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It was reported that the shim was missing a bearing after going through the sonic process.